Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with extra insulin. Customer's blood glucose level almost 300 mg/dl at school did it in front of nurse, sister had to took an extra to him. Customer reported that the needle was bent. The customer's mother declined troubleshooting for high blood glucose level. It was unknown if the customer was using auto mode or not. The insulin pump was not returned for analysis.